Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter and a video were returned for evaluation. An initial visual observation revealed a split proximal to the 35 cm depth marker, and biological residue was observed on the catheter. A functional test of flushing the catheter using a 12 ml syringe of water was performed, and a confirmed a leak proximal to the 35 cm depth marker. A microscopic observation revealed the split where the leak was found had somewhat rounded edges, and the fracture surfaces were observed to be rough and uneven. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the video showed a groshong nxt clearvue catheter inserted in a patient¿s arm with a spraying leak in the catheter tubing. The leak was observed to be located slightly proximal to the insertion site at the 35 cm depth marker. Due to the quality of the returned video, details of the damage at the leak site could not be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient had a catheter implanted in the department four months ago. During this period, the catheter was maintained through treatment. A few days ago, prior to treatment in the department, the catheter was evaluated. While priming the catheter, fluid leakage was observed at the puncture site. Initially suspected to be lymph fluid, the dressing was changed and the site was monitored. During today¿s maintenance, the same condition was observed. After withdrawing the catheter, a rupture was discovered, rendering it unusable. The catheter was then completely removed and retrieved intact. Treatment was resumed after reinserting a new catheter. No patient injury.